Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate them and, if either the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt reported blood glucose results of 403 mg/dl and 167 mg/dl with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Meter and test strips were replaced.